Event description:
It was reported that the device did not deliver therapy, due to possible output circuit damage. It was believed that the patient received external defib, possibly causing damage to the device. System replacement was scheduled due to uncertainty in cause.

Manufacturer narrative:
No medwatch form was received.